Event description:
White teflon between thunderbeat handpiece tip broke off while scrub was cleaning tips due to machine making a noise that indicated it needed to be cleaned. Scrub had broken off piece and kept it.manufacturer response for surgical device, thunderbeat, 5 mm, 35 cm, pistol grip (per site reporter).investigating.